Event description:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the pad adapter cable is damaged. The device was evaluated. It was determined that this was a malfunction (damaged) of the pad adapter cable, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a damaged pad adapter cable. The reported problem was confirmed. The pad adapter cable was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.